Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -7.5 diopter into the patient's right eye (od) on (B)(6) 2019. The surgeon reports excessive vault, loss of bcva, pupil block, elevated iop, "flat camera," and angle closure. Elevated iop was treated with "medical drops" and pain pills. The lens currently remains implanted.